Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the broken ceramic tip malfunction: the most likely cause is impact, dropping, shock or similar stress. IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject inner sheath exhibited a broken ceramic beak. There was no patient involvement.